Event description:
Based on additional information received on 05-dec- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This unsolicited case from united states was received on 05-dec-2017 from physician. This case concerns a (B)(6) female patient who received treatment with synvisc one and after few days patient was having problems with her left knee/patient was having trouble with her other knee now; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose, expiration date and indication: not reported; lot number: 7rsl021) bilaterally. On an unknown date in 2017, after few days of receiving synvisc one injection, it was reported that patient right knee was fine, but she was having problems with her left knee. The physician stated that the patient was having trouble with her other knee now and she was seen in the office today. Corrective treatment: not reported for both outcome: unknown for both (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on 05-dec-2017 and 12-jan-2018 (processed together with clock start date of 05-dec-2017). Global ptc number was added. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-dec-2017: this case concerns a female patient who received synvisc one injections from the recalled lot and later had problems with her knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 05-dec- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This unsolicited case from united states was received on (B)(6) 2017 from physician. This case concerns a 61 year old female patient who received treatment with synvisc one and after few days patient was having problems with her left knee/patient was having trouble with her other knee now and pain bilateral knees and aspirated (after 1 day for both) also, device malfunction was identified for the reported lot number. Patient was allergic to penicillin. No concomitant medication or concurrent condition was provided. On (B)(6) 2017 , the patient initiated treatment with intra-articular synvisc one injection once (dose, expiration date and indication: not reported; lot number: 7rsl021) bilaterally. On (B)(6) 2017 , 01 days after the first injection, the patient had pain in bilateral knees and aspirated/injected knee. On an unknown date in 2017, after few days of receiving synvisc one injection, it was reported that patient right knee was fine, but she was having problems with her left knee. The physician stated that the patient was having trouble with her other knee now and she was seen in the office today. Around (B)(6) 2017 the patient was not seen in office since. On (B)(6) 2018, patient reported that patient was doing better, much better over last couple of months corrective treatment: not reported for all the events outcome: unknown for problems with left knee/trouble with other knee now; recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on 05-dec-2017 and 12-jan-2018 (processed together with clock start date of (B)(6) 2017). Global ptc number was added. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Follow up was received on 16-feb-2018. No new information was received. Additional information was received on 27-apr-2018 from physician. Additional event of pain bilateral knees and aspirated were added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 26-apr-2018. The follow up information does not change the previous case assessment. This case concerns a female patient who received synvisc one injections from the recalled lot and later had problems with her knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.